Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Definite signs of use in the form of biological material were observed on the sheath. Visual analysis revealed that the peel away sheath was torn incorrectly. The appearance of the tear at the score lines was not smooth or uniform, which is not intended. It was also noted that one tab was separated from the extrusion. The other tab was intact. A portion of the sheath extrusion was still molded within the intact tab. A device history record review was performed, and relevant findings were identified. Ncs 40015278 and 40015352 were created for part number eb-01052-002 with batch 34c23k0189 regarding the "peel-away sheath tears incorrectly" failure. At this time, it cannot be confirmed if these findings are relevant to the reported event. The customer report of a sheath torn incorrectly was confirmed through investigation of the returned sample. The extrusion was torn down both score lines and the appearance of the tear at the score lines was not smooth or uniform. A device history record review was performed and revealed relevant manufacturing findings. Ncs 40015278 and 40015352 were created for part number eb-01052-002 with batch 34c23k0189 regarding the "peel-away sheath tears incorrectly" failure. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Non-conformance 40015397 was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "handle of the sheath broke off during insertion. The break of the handles happened immediately after cracking the handles." The patient was reported as fine with no reported harm or consequences. Associated complaint 9680794-2024-00653.